Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric rou en y. While firing on the gastrojejunostomy there was poor staple formation. The staples deployed on the distil tip but did not form. The status of the indicator lights and handle indicator were flashing. Over-sewed to fix the incomplete staple line. There was no patient injury.